Event description:
Litigation papers allege: subsequent to implant, patient suffered pain and discomfort in her hip; asr hip removed in (B)(6), 2011; patient hospitalized for approximately two months; patient suffered a severe infection in her hip; patient awaiting another surgery to replace the implant; patient continues to suffer serious bodily injuries, including much pain and swelling; is unable to move.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The der was received. The patient was implanted with pinnacle, not asr as was originally reported by the law firm. Complaint was reopened.

Manufacturer narrative:
(B)(4).